Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of an unknown hip product. The event is unknown, since the exact date of event was not reported, it will be entered as the date of the awareness date.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00114 - 1). All the information captured as per 0009613350-2016-00114 - 1 including g4(date received by manufacturer) except b4. It was reported that the patient is pursuing a product liability claim arising out of the use of an unknown hip product. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. The need for corrective actions is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and experienced an unknown harm.